Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 2 months post-implant, it was reported that the patient experienced low flow alarms during the night and the next morning the patient went to the hospital. The device event history was reviewed and indicated that the pump was not able to maintain the fixed speed when the patient was connected to the power module. The patient was admitted for evaluation of the driveline. It was also reported that pump stoppages had occurred. The patient was asymptomatic during the events and no additional pump stoppages were seen after admission. The patient was provided an ungrounded power module patient cable. Approximately 5 days later, the patient was transferred to a transplant center and was placed on the urgent transplant list.

Manufacturer narrative:
Approximate age of the device is 1 year and 2 months. The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The reported alarms and pump stops were confirmed via the submitted system controller log file; however, a driveline wire compromise could not be confirmed because the pump remains in use supporting the patient and was not available for evaluation. Review of the system controller log file showed several low speed and pump stop events which correlated with elevations in power up to 25.5 watts and showed low speed hazard/low flow hazard alarms active. The events appeared to occur while the patient was operating on the power module and appeared consistent with a potential driveline wire compromise. An ungrounded patient cable was requested and the patient remains ongoing on lvad support and the ungrounded cable pending transplant. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.